Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4). The device was said to be defective and had advisory status. However, the malfunction was not clearly defined. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was defective and had advisory status. The device was explanted and replaced.

Manufacturer narrative:
Corrected information: device code. There were no known malfunctions associated with the device.

Event description:
New information received stated that the device was part of the advisory. However, the primary reason for device change was due to normal elective replacement indication. The device was successfully replaced on (B)(6) 2020 and the patient was discharged from the hospital in stable condition.